Manufacturer narrative:
Analysis of programming history. Although, a faulted systems diagnostics test was not noted during the review of programming history, it is suspected a faulted test occurred due to the 60 minutes off time setting, which is a default setting for a faulted systems diagnostics test.

Event description:
Reporter indicated a patient's vns settings were unintended at an office visit, as the off time was 60 minutes. The patient was new to the reporter and the settings were pre-existing to the office visit. The settings were adjusted by the reporter. Review of available vns programming history for the patient did not identify any anomalies, but nearly five years of recent history is missing. Sixty minutes off is a default setting for a faulted systems diagnostics test; it is suspected a faulted test occurred previously with an unknown vns computer which caused the settings to change.